Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date in section d9, update section h3, and to provide the completed investigation results. H6: investigation findings - 114 and 3211 are based upon the evaluation of user facility information and the investigation of the returned sample; 213 is based upon functional testing of the returned sample. H6 - investigation conclusion - 4310 is based upon evaluation of the user facility information and the investigation of the returned sample; 67 is based upon functional testing of the returned sample. One used 6f angio-seal vip device was received for product evaluation. The carrier tube assembly was returned unmated from the hemostasis sheath. The hemosheath was returned severed at distal to the hub of the sheath. No other accessory components were returned. Visual inspection revealed that the carrier tube was unmated from the hemostasis sheath hub and the tamped collagen and anchor were completely released from the carrier tube along with the tamper tube. The deployment sleeve of the device was in the full forward lock position with the color bands fully concealed. The suture was still uncut and connecting the carrier tube and hemostasis sheath hub. The tamper tube had exited completely from the carrier tube and was visible outside as well. The bypass tube was found dislodged at the proximal part of the carrier tube. There was a noticeable kink at the proximal part of the carrier tube assembly. No damage or canting was seen on the sleeve latched or mating shafts. There was no issue observed with the deployment locking sleeve of the device. No other visual anomalies were noted. Per the allegation "the carrier device was detached from the sheath while clicking in the rear-lock position", functional testing was performed. The returned carrier tube assembly was inserted into hemostasis sheath hub, click sound was heard. The sheath hub and the device sleeve were snapped together and properly fitted. The deployment sleeve was then moved into the rear lock position and it was locked/connected with the click sound. There was no detachment issue identified with the deployment locking sleeve of the device. No gross anomalies were noted with rear locking position of the device. IFU states: set the anchor: 1. Confirm that the device sleeve has remained in the rear holding position. Carefully grasp the angio-seal device at the bypass tube. Cradle the angio-seal carrier tube in the palm of the hand and, with the reference indicator facing up, slowly insert the bypass tube and carrier tube into the insertion sheath hemostatic valve. 2. Confirm that the reference indicator on the insertion sheath is facing up. To ensure proper orientation of the angio-seal device with the sheath, the sheath cap and the device sleeve only fit together in the correct position. The reference indicator on the device cap should align with the reference indicator on the insertion sheath cap. Keeping the insertion sheath in place, carefully advance the angio-seal device in small increments until completely inserted into the insertion sheath. The sheath cap and the device sleeve will snap together when properly fitted. Note: if significant resistance to carrier tube advancement is encountered when insertion is almost complete, the anchor may be impinging on the posterior wall of the artery. Do not continue to attempt to advance. In this case, slight repositioning of the sheath, either by reducing the angle of the sheath with respect to the skin surface or by pulling the sheath back by 1-2 mm, may permit normal deployment. 3. With one hand continue to hold the insertion sheath cap steady to prevent movement of the sheath into or out of the artery. With the other hand, grasp the device cap and slowly and carefully pull back. Slight resistance will be felt when the device cap is pulled out from rear holding position. Continue pulling on the device cap until resistance from the anchor catching on the distal tip of the insertion sheath is felt. 4. To ensure the correct anchor position, confirm that the edge of the device cap falls within the colored bands on the device sleeve. 5. Maintain grip on the insertion sheath and pull the device handle straight back into the full rear locked position. Resistance will be felt as the device handle and sleeve snap lock. The device sleeve colored bands should now be completely visible. Note: if the device sleeve separates from the sheath while attempting full rear lock positioning, do not push the angio-seal¿ device forward to reattach the sheath cap. 6. Incorrect indicator alignment: the distal end of device cap completely covers the colored indicator band on the device sleeve. If the anchor catches prematurely, advance the device into the insertion sheath again. It may be necessary to push the device cap back into the rear holding position in order to get full extension of the anchor from the sheath. Then withdraw the device until the anchor catches correctly. Note: do not proceed until you are certain that the anchor has been properly deployed. If the anchor is improperly deployed, the angio-seal device will not function.'' Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that insertion of the angio-seal device went without any problem. Difficulties occurred when fixating the anchor in the rear-lock position. The carrier device was detached from the sheath while clicking in the rear-lock position. Per physician, the whole anchor was pulled back; "cut out". It was unknown if the anchor at that time was either in or out of the artery. No control of anchor set to an arterial wall was performed. After complete pull-out of the device, a new puncture through the first puncture hole was performed. A wire was placed, and a second angio-seal was placed, they chose for an 8fr angio-seal because the puncture hole was bigger. There was no harm to the patient. The procedure performed for the patient prior to use of closure device was a spinal angiogram. A 6fr sheath was used. Scar tissue from previous groin exploration gave difficulties accessing the artery. A pre-deployment angiogram was no performed, the puncture was performed with ultrasound (us). Hemostasis was achieved by re-puncture under us of the previous puncture hole eventually closed with an 8fr angio-seal. The patient's condition was stable, the physician visited the patient the next day and the patient and the groin was stable. The patient had an bmi above average, the puncture angle was steep.